Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
It was determined the rack tray was more than ten years old and a design change occurred in 2005 to round the edges of the tray. This was communicated via a service bulletin. This was the only complaint received since the design change.

Event description:
The customer was unloading racks from the output buffer module of their mpa. While removing the 25 rack tray from the module, he was holding onto the end with the two locating prongs. He "put a tear" into the end of his finger. He went to the a/e to have it cleaned and glued as it was bleeding freely. He then went to the hospital's occupational health department to have a blood sample taken. The results came back all clear. The finger was healing well, there were no adverse affects, and no further treatment was required.